Event description:
Customer's mother reported that customer's blood glucose has been between 300 and 500 mg/dl since she received the insulin pump. Last night, customer's blood glucose was in the 50s all night. Customer has been having issues with the insulin pump skipping numbers when delivering insulin. She believes the device is under delivering insulin. The numbers skip when the insulin is being dispersed. This issue has been occurring for the last two months. Customer's last blood glucose was 480 mg/dl. She treated with a manual injection. She experienced nausea and headaches. Customer stated she forgot to fill the cannula dead space after removing the introducer needle. Customer was advised of proper priming methods. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.